Event description:
It was reported that the patient had episodes of severe central pleuritic chest pain mostly likely due to pericarditis related to placement of the right ventricular (rv) lead. It was also reported that the patient went into atrial fibrillation (af). It was further reported that the patient presented with weight gain, poor appetite and shortness of breath (sob) with exacerbation of congestive heart failure (chf). Medications were administered and the patient responded well. It was later reported that the patient experienced diaphragmatic stimulation form the left ventricular (lv) lead. The lv lead pacing was turned off and the rv lead remains in use. It was noted that the patient is part of the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4396 implantable pacing lead (B)(6) 2013. Concomitant product: d314trg implantable pacemaker cardio/defib (B)(6) 2013. Concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).